Manufacturer narrative:
Only the delivery pusher was received for inspection. An analysis was conducted and the distal body coil portion of the pusher was found entirely stretched. No part of the pusher coil seems to have broken off. The heater coil solder joints, distal and proximal, are observed on the stretched filar. The lead wires are broken from the heater coil. Based on the investigation, the complaint is unconfirmed because the pusher was found not broken. The presence of the heater coil solder joints indicates that no pusher filar part has broken off. However, the distal portion of the device displays stretch damaged and is missing the distal black pet covering. It is not known whether this covering came off during or after the stretching.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway.

Event description:
It was reported that the coil was successfully positioned and detached; however, when the pusher was removed, the tip was noted to be broken. There was no "residue" noted under fluroscopic guidance. There was no reported patient injury, intervention, or health damage.